Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with striae in right eye. The striae covered the temporal portion of the flap with some being through visual axis. Surgeon did a flap float and smooth and 30 mins after the flap had no visible striae. It as stated that the patient had loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye: pre-op 20/30 3.50 x -2.75 x 42; left eye: pre-op 20/25 2.50 x -.75 x 116.